Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Medical products - unknown femoral stem, unknown triflange cup, unknown acetabular liner, all catalog#'s: ni all lot's#: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2017-00491, 0001825034-2017-00504, 0001825034-2017-00505, & 0001825034-2017-02783.

Event description:
Six patients identified in a journal article were revised due to infection. No additional patient consequences were reported.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided in the journal article. This article was written by michael berend, keith berend, hal cates and philip faris. This report originated from a manuscript submitted to journal of arthroplasty titled, "the custom triflange implant for revision of severe acetabular defects: planning, implantation and results".

Event description:
One patient identified in a journal article was revised due to infection. No further information has been provided and patient outcome is unknown.